Event description:
Customer reports via phone that during an undetermined urology procedure, the system imaging monitor(s) failed. Physician completed the procedure using the control room monitor. Customer provided no further patient or procedural information other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) confirmed that the left side monitor was out, and replaced monitor then verified system operation according to hydravision dr system service checklist (B)(4). Monitor working normally, and unit was returned to the customer for full service.